Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3550-29, lot# n295561, implanted: (B)(6) 2014, product type: accessory. Product ID: 74001, lot# n333096, implanted: (B)(6) 2014, product type: adapter. Product ID: 3487a, lot# l37151, implanted: (B)(6) 1995, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that 3 days ago they could not get it to go on and come off and it was bothering the patient really badly. Stimulation was too strong and it was bothering the patient. The patient could not stand on her leg and she kept falling down. They finally figured out how to turn stimulation off just a little bit ago. The patient's stomach was also in a lot of pain. The stomach pain started also on (B)(6), and then it went away for a while. The patient had been sick all weekend. Nobody showed him how to use the patient programmer (pp) and in the past a manufacturing representative (rep) always talked him through how to use the pp. They were going to call their healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.